Manufacturer narrative:
The cause for the initially non-reproducible (B)(6) advia centaur xp (B)(4) test result is unknown. The customer's quality control results were within acceptable ranges prior to the patient testing. There were no other discordant (B)(6) patient results observed by the customer at the time of the incident. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(4) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
An initial (B)(6) advia centaur xp (B)(6) result was obtained by the customer. (B)(6) repeat testing was performed in triplicate on the same patient sample and instrument and the results were (B)(6). (B)(6) confirmatory testing was run on the patient sample and the result was not confirmed. The initially discordant (B)(6) result was not reported to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the initially (B)(6) advia centaur xp (B)(6) assay result.